Event description:
On (B)(6) 2011 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 182 mg/dl and 302 mg/dl on the reported meter within 20 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not experience any symptoms or seek any medical attention. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (12/23/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.